Manufacturer narrative:
(B) (4). (B) (4) - no code available (medical intervention required). The complainant indicated that the device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal partially covered stent was implanted within the esophagus of a cancer patient. According to the complainant, the patient's anatomy was not tortuous and the distal stricture was three centimeters in length, with a two centimeter submucosal spread. On (B) (6) 2010, approximately six weeks after stent implantation (exact implant date unknown), the patient presented with dysphagia. It was discovered that there was significant tumor ingrowth within the stent. In the physician's assessment, the tumor ingrowth did not cause the patient's dysphagia. On (B) (6) 2010. A second wallflex esophageal partially covered stent was successfully implanted within the initial stent. It was reported that the patient's dysphagia was resolved, and the patient is in stable condition.